Event description:
Patient was revised on right femur due to fracture proximal of the distal lateral femoral plate. Rep reported that, "the plate was not broken nor were any screws. The plate was cut for removal. The plate was a axsos3 ti plate."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This device did not lead to the reported event, therefore this investigation can be closed in phase 1. If any additional information is provided indicating otherwise, the investigation will be reworked.

Event description:
Patient was revised on right femur due to fracture proximal of the distal lateral femoral plate. Rep reported that, "the plate was not broken nor were any screws. The plate was cut for removal. The plate was a axsos3 ti plate."